Manufacturer narrative:
Other relevant device(s) are: micra d4: model #: mc1vr01-delsys / expiration date: 28-apr-2020/ serial#: (B)(4), UDI #: (B)(4), MFR: 27-nov-2018, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a cardiac perforation occurred during implant of the leadless implantable pulse generator (ipg). Post-operatively, the patient's blood pressure began to drop and a pericardial synthesis tray was opened and blood was drawn from the pericardial effusion. The bleeding continued so a cardiovascular surgeon was called. The patient was taken to the operating room and a sub xiphoid approach was used to repair. The ipg remains in use. No further patient complications have been reported as a result of this event.